Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept with an unsigned note that indicated that the device alarms malfunction s233. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, multiple s233 malfunction alarm codes were noted and the cooling fan did not function. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction code; however, it was noted in the device history multiple times and the cooling fan did not function. The probable cause of the s233 malfunction alarm code was a broken fan. (B)(6). This report represents all the info known by the reporter upon query by hospira personnel.